Event description:
Customer reported an erroneous high test result for ca 125 antigen level was obtained with the access ov monitor assay for one pt when using synchron lxi 725 clinical system. The erroneous high test results were above the normal reference range. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
The first sample was an incompletely filled sample, i.e. Short draw. These type of samples may produce erroneous results. Two levels of quality control (qc) were within specifications prior to and after the event. System checks performed on (B)(4) 2010 and (B)(4) 2010, prior to the event, were within specifications. The field service engineer (fse) assisted the customer via telephone on (B)(4) 2010. Ran lumwash son/inc testing. The son/ portion failed. The peri-pump tubing was worn flat at the peri-pump and kinked peri-pump tubing was found. Changed the aspirate probes and tubing. Performed volume checks on the aspirate and dispense probes. A system check was then performed on (B)(4) 2010 at 10:41, which passed. The customer repeated the lumwash son/testing which passed and noted qc recovered with good results. The fse followed-up with the customer on (B)(4) 2010 and it was noted the instrument was performing well with good qc results. Root cause was not determined. This reported event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.